Manufacturer narrative:
Block h6: imdrf impact code f2202 captures the reportable event of the endoscopic procedure bronchoscopy. Block h11: the returned radial jaw 4 was analyzed, and a visual and microscope inspection found the jaws and needle detached. Media inspection of the picture provided shows the jaws and needle detached. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of "adverse event related to procedure". This conclusion was selected because during the product analysis the device returned with the jaws and needle detached. Due to this condition, it is not possible to analyze these two components. Also, operational factors such as the size of the desired biopsy and the force applied to the device in order to grasp the tissue could have caused the analyzed failures. The force applied to the handle to grasp the tissue could generate tension on the distal section (jaws), which may have contributed to the observed damage. Excessive manipulation of the device in or out of its pouch without sufficient care could also have contributed to the defects identified. Regarding the reported allegation "needle detached/separated", this issue was confirmed during the visual inspection of the device. On the other hand, the event "endoscopic procedure" cannot be confirmed because it happened during the procedure and there is no objective evidence or descriptive condition to establish the cause of the reported event. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, however there is no control how the devices are handled/manipulated in the field.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 was used in the stomach during a esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2026. During the procedure, at the second biopsy attempt, the metal jaws of the biopsy forceps disengaged from the catheter and broke off into the patient. A bronchoscopy was performed to ensure no pieces were aspirated into the airway. The procedure was completed with another of same device. There were no patient complications as a result of this event.